Manufacturer narrative:
(B)(6) 2012 - (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. (B)(4) had been initiated for this issue. Model m51pr, serial number/date code (B)(4) was approximately 1 year 8 months old at the time of the incident. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(6) 2012 - (B)(4) - inspection results: visual: the joysitck's case was melted and scratched. The overlay tortoise speed control button was torn off and hare button had holes in the seams. The joystick's charger/programmer port had dirt and debris and the pcb had a white residue indicating water damage. Functional: the joystick was connected to a known good joystick cable, controller, set of motors, and batteries. The joystick would not power up. Conclusion: the joysitck was not in good condition when it was received which could have contributed to the failure. This cannot be confirmed. The complaint could not be duplicated as the joystick would not turn on.

Event description:
Problem with joystick. No injury is alleged.